Event description:
Customer alleged that they processed a wolf scissor in the sterrad nx and it was damaged. The damage is that the surface is plastic and it bubbled up. It is reported that the device is steam autoclavable however, it has never been steamed as they were processing it by eto and then switched to the sterrad nx. There have been no patient related events.

Manufacturer narrative:
Damaged device, capital equipment unit evaluated at the facility. Unit met specification. Conclusion: outdated compatibility lists: recalling firm has decided to discontinue dissemination of compatible medical device reference lists and instrument assesment activities.